Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. The patient wore the pod for about 36 hours before they realized the issue. Their blood glucose level reached 447 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received partially deployed. The formed needle protruded past the needle well. Removal of the top housing revealed the hard cannula dislodged from the slide retract. The hard cannula was incorrectly installed. The incorrect installation of the hard cannula resulted in the needle's failure to retract. Damages were observed to the slide retract. The incorrect installation of the hard cannula caused these damages.